Event description:
It was reported that prior to the procedure, an aiming beam upfront was noticed and it was found that the fiber tip was broken. There was no patient involved at the time of event. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection identified that the connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Microscopic inspection found that the tip was in good condition. Therefore, the reported event of fiber tip break was not confirmed. However, the hene (helium-neon) test found a fiber body break between the control knob and the connector. In addition, the forward firing test for this device resulted in an output which is below the threshold for potential patient harm.

Event description:
It was reported that prior to procedure an aiming beam upfront was noticed and it was found that the fiber tip was broken. There was no patient involved at the time of event. The procedure was completed using another fiber. There were no patient complications reported.